Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 397.127, lot: 82p1523, manufacturing site: haegendorf, release to warehouse date: january 05, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the holding+distraction instr f/ecd was received at us customer quality (cq). Upon inspecting the device, no issues other than signs of field usage were identified. Functional test: a functional assessment performed and the device was functioning as intended and able to be assembled and disassembled without any issues. Dimensional inspection: a dimensional inspection was not performed as the device did not show any damage and was functioning as intended. Document/specification review: the current and manufactured drawings were reviewed during the investigation. No design issues or discrepancies were noticed. Investigation conclusion: this complaint could be confirmed. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during inspection, it was noticed that the sprint device was stuck in handle device. There was no patient or procedure involvement reported. This report is for one (1) holding+distraction instr f/ecd. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.